Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin and ceftazidime (dose, route and frequency not reported) for the event. At the time of this report, the patient had been retrained on aseptic technique and was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2015, the patient experienced peritonitis. The cause of the peritonitis was reported to be due to a malfunction of the minicap with the sponge separated from the cap. On an unreported date, the patient was switched to hemodialysis and on an unreported date the patient had a peritoneal dialysis catheter replacement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient had been discharged from the hospital. At the time of this report, dianeal therapies were suspended. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was diagnosed with peritonitis "this year". This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.